Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. The avl monitor was scrapped and the gvm and baton were returned to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the screen would flicker and go to either a snow or black screen. A back-up device was used. No delay in the procedure was noted. No harm to patient or user was reported.